Event description:
It was reported by a non-medical professional that the patient presented to the ER following a fall. Imaging showed fractures at c1, c3, c4, and c5 and soft tissue swelling consistent with ligamentous injury. The patient underwent an anterior cervical discectomy and fusion from c4-c6 using rhbmp-2/acs in the c4-c5 disc space. Approximately 15 hours post op, the patient complained of difficulty breathing and went into an acute respiratory arrest and was cyanotic when medical personnel reached the bedside. During the patient's stay in the ICU, he experienced left vertebral artery occlusion, intractable seizures, and obtundation. The patient remained unstable throughout his time in the ICU. Eight days post-op, the patient expired. The autopsy report lists the cause of death as undetermined. Autopsy findings suggest a cause of death relating to hypoxemic brain injury resulting from the cardiopulmonary arrest.

Manufacturer narrative:
Per the medical records, this patient had a documented allergy to penicillin that could result in difficult breathing. The patient was given ancef as a broad-spectrum antibiotic. Approximately 15 hours later, he suffered from acute respiratory failure. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.